Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the brake caster, brake/steer caster, stiffener plate and bushings to repair the bed.